Event description:
Introducer was left in the chest tube after the completion of the procedure. Would recommend cook to consider modification of the introducer with a label or fitting to make its presence more notable.